Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a minimally invasive esophagectomy. The stapler cut the tissue but did not fire staples. The stapler partially fired. The stapler might have been pre-fired prior to being handed to the surgeon. To correct the issue, a new "purstring" was created in the tissue and another stapler was fired to complete the anastomosis. The problem resulted in unanticipated tissue loss and tissue damage. Patient status is alive, no injury.